Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278260, expiration date 01/31/2015). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer received a result of hi (greater than 33.3 mmol/l) on mobile system 1, and a result of 7.2 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test cassette was not returned.